Event description:
Additional information: it was reported that the patient does not have concerns regarding their device or therapy.

Event description:
It was reported that the patient experienced an immediate return of symptoms and a loss of therapeutic effect following an exposure to a theft detector/security gate at a retail store. The device was turned on during the exposure. The patient said it occurred "a long time ago." The patient used the therapy controller to turn the therapy back on. The patient was scheduled for a CT scan for urinary tract infections and to check for a possible blockage. Additional information has been requested, but was not available as of the date of this report. Reference MFR report # 3004209178-2012-05644 for related concomitant device event.

Manufacturer narrative:
Product ID 748240, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3387040, lot# v008951, implanted: (B)(6) 2007, product type lead; product ID 3387-40, lot# v004841, implanted: (B)(6) 2006, product type lead; product ID 7426, serial# (B)(4), implanted: (B)(6) 2006, product type implantable neurostimulator. (B)(4).